Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed incoming functional testing. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval the ECG c and d cable was pulled from the distribution node (dn). In addition the trunk cable was pulled from the dn. The pulled trunk cable pulled the shrink tubing from the pulse wires, causing the pulse wires to short with components on the dn. The cause for the pulled cables cannot be positively identified but was likely the result of excessive force on the cable sections. No adverse event occurred due to the pulled cables and shorted wires. The last pt to use this electrode belt did not report any problems.